Event description:
A malfunction was reported on the pump by the caller. There was no reported adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump and assisted the caller in doing so. Once reset, the malfunction did not recur, allowing the customer to continue using the pump. The customer was advised to call back if the malfunction reappeared, and they acknowledged this guidance.